Manufacturer narrative:
(B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 16272487-2016-02201. The patient is implanted with a scs system that includes two leads and anchors from the same lot it was reported (united kingdom) the patient experienced pain at the anchor site. The patient underwent surgical intervention on 04/11/2016 to explant the lead and anchor. A new lead was implanted which resolved the issue